Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that insulin pump had off no power alarm. The customer¿s blood glucose was 137 mg/dl. The customer stated that they had not received a low battery alert prior to the off no power alert. The troubleshooting was performed. The customer was advised to insert a new battery. New battery resolved the issue. The insulin pump will not be returned for analysis.